Manufacturer narrative:
The investigation for access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was not determined as insufficient clinical data was provided and the product was not returned. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12439. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12439 in accordance with updated procedures. D.6b revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12439. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12439 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12439 was submitted. H.6 codes 3038 and 925 were added in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-12439 was submitted. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12439 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 48-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and they did not pulses on their left foot. Vascular surgery was consulted, but they opted to monitor. Additionally, the placement signal monitoring was disabled. Staff confirmed placement. Furthermore, the patient had oozing at the access site. The site was re-sutured.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Placement monitoring was disabled on the first or second day of support due to alarms about placement in aorta that were incorrect according to position verification by echocardiography. An optical signal issue was suspected, but the root cause was not determined since the product was not returned and data logs were not provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 reporting contact email updated.